Event description:
Caller reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with updating the pump time, advised them to monitor the situation, and instructed to follow up if the time discrepancy recurs. Caller understood and acknowledged the guidance.